Event description:
Reprotedly, as the technologist was moving the two monitor ceiling suspension, the monitor assembly broke free from the rotary adapter of the ceiling suspension. The technologist was able to grab the monitor assembly before it fell to the floor. There were no injuries reported at the time of the incident. However, reportedly the technologist was not in work the next day due to back pain. At this time there is no reported info that attributes the technologist's back pain to this incident.